Event description:
Manufacturer's representative reported hcp identification of a catheter kink while doing a pump replacement surgery. Therefore, the catheter was also explanted and replaced after an implant duration of approximately 84 months. Patient symptoms or device troubleshooting if any, prior to the system replacement were not reported. The new pump was appropriately started at a lower dose in comparison to the previous dose/day: old: 15mg/day, new: 1mg/day. It was reported that the patient was treated for an overdose 1 day after pump and catheter were replaced. Reference manufacturer's report # 2182207-2006-02188.